Event description:
It was reported that a right atrial (ra) lead was explanted due to dislodgement and increased lower rate limit (lrl). Patient was programmed to a lower lrl per physician, incidentally resulting in a period of reduced heart rate below desired therapy causing discomfort and fatigue. Dislodgement was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that a right atrial (ra) lead was explanted due to dislodgement and increased lower rate limit (lrl). Patient was programmed to a lower lrl per physician, incidentally resulting in a period of reduced heart rate below desired therapy causing discomfort and fatigue. Dislodgement was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.